Manufacturer narrative:
(B)(4). Date sent: 12/22/2022. D4 batch #: w70267. A manufacturing record evaluation is in process for the finished device batch number.

Manufacturer narrative:
(B)(4).date sent: 12/6/2022.

Manufacturer narrative:
(B)(4). Date sent: 1/19/2023. D4 batch #: w70267. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was returned with the tissue pad with signs of normal wear and properly attached to the clamp arm. The blade tip was not broken off as reported by the customer. The device was connected to a gen11. The device was functional and worked as intended. There were no anomalies noted with the functionality of the device. The device was disassembled to inspect the internal components and no anomalies were found. The event described could not be confirmed as the device was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch w70267, and no non-conformances were identified.

Event description:
It was reported that, during a laparoscopic hepatectomy, the tissue pad was damaged during use. The blade was broken on the mayo table. No pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Batch # unk. No lot or batch number was provided therefore a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.